Event description:
The facility's biomed reported the device overinfused during routine volumetric accuracy testing in biomed. There was no pt involvement and no adverse outcome resulted. Upon evaluation of the device, the pump was found to be greater than 10% out of spec, 22.58% at a rate of 125ml/hr and 20.62% at a rate of 10ml/hr.